Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure was reported. The wearable sensor was inserted into the arm. The patient experienced signal loss for over 3 hours on (B)(6) 2025, after which the sensor failed at an unknown moment on (B)(6) 2025. After this no new sensor was placed, and the patient was not in an active sensor session. At an unknown time on (B)(6) 2025, the patient experienced a hyperglycemia. The patient still had the pump in place, but the pump was not delivering insulin during the patient´s sleep. The patient had to go to the hospital and was treated with insulin (route unknown). The patient declined to provide further information regarding the event, and it was unknown how much time the patient spent at the hospital. There was no information of further medical evaluation or intervention. At the time of the report the patient was stable. Data investigation confirmed wearable failure. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.